Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information available at this time, no definitive conclusions can be made. The medical records indicate that the patient was treated for seroma and fistula formation, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the patient was treated for an infection. The warning section of the IFU states: a manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004 - repair of right lateral abdominal wall hernia with composix kugel mesh. On (B)(6) 2007 - debridement of abdominal wall skin and subcutaneous tissue and incision and drainage of deep abdominal wall abscess. On (B)(6) 2007 - excision of infected mesh, fistulectomy, and primary closure of fascia.

Manufacturer narrative:
This is an addendum to the prior medwatch information obtained from additional medical records provided by the patient's attorney clarified the explant date to be (B)(6) 2007 not (B)(6) 2007 as previously reported. All other information is accurate, and conclusions remain the same.